Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call by the customer's mother that the customer had high blood glucose. The customer was hospitalized due to high blood glucose and ketones; which settings were adjusted by doctor. The customer was taken off the insulin pump and customer's blood glucose was fine. The customer's blood glucose ranged from 256mg/dl-513mg/dl at the time of the incident. The customer's current blood glucose was 124mg/dl. The customer had the following symptoms such as headaches, nausea and no energy. The customer's mother treated the customer with a manual injection. The customer's mother declined to check for leaks or air bubbles in the tubing/reservoir. The customer's mother was instructed to monitor insulin pump and to call back if the event persists.

Event description:
It was reported via phone call, that the customer had blood glucose levels of 513mg/dl. Partial troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.